Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) was emitting tones. Upon being interrogated, a red screen appeared with a battery depletion (bd) error. Data analysis confirmed the s-ICD recorded multiple magnet detections and the resultant beeping led to a bd error. The bd error was reset and the s-ICD continues to remain implanted and in service. No adverse patient effects were reported.